Event description:
Information received from nursecomm call stated that the screen showed pump was running but it has not infused any formula. Intervention instructed caller to contact provider to exchange pump. Rate and dose are 90 ml/hr and 2300.

Manufacturer narrative:
Device was not returned.